Event description:
It was reported that on recorded episodes there was non-physiological noise on the atrial lead. The impedances and threshold were noted to be stable and in the normal range. The noise was able to be reproduced with isometrics. The lead remains in use will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2009. (B)(4).